Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. It was reported that the medical staff identified that the patient was experiencing septic shock. The patient was placed on antibiotics and given volume to manage this complication. Additional information noted care that the impella was explanted, and the patient expired on support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the death outcome. The patient's peri-procedural condition was critical.